Event description:
Healthcare professional reported a left side rupture confirmed with ultrasound. Device is explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed with ultrasound. Device is explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: nick striated assessed as surgical tool scratch like. Stress marks observed.